Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC fracture. 13:30: blood transfusion completed, PICC line flushed with 20mls 0.9% nacl (as per policy) good venous return noted. 14:00: when assessing PICC line prior to commencing imdg; PICC line was giving no venous return and very resistant to flush. PICC line undressed and redressed using antt, bung changed and reassessed. Upon assessment leak around statlock site on dressing. Dressing carefully removed and site assessed; clear to see leakage from PICC line. PICC line removed using antt, cleaned and dressed using premipore. Treatment was deferred for one week. On review, external length was 21cm. Patient instructed to watch for symptoms and to return for new PICC at 10:30 monday.

Event description:
It was reported PICC fracture.13:30: blood transfusion completed, PICC line flushed with 20mls 0.9% nacl (as per policy) good venous return noted. 14:00: when assessing PICC line prior to commencing imdg; PICC line was giving no venous return and very resistant to flush. PICC line undressed and redressed using antt, bung changed and reassessed. Upon assessment leak around statlock site on dressing. Dressing carefully removed and site assessed; clear to see leakage from PICC line. PICC line removed using antt, cleaned and dressed using premipore. Treatment was deferred for one week. On review, external length was 21cm. Patient instructed to watch for symptoms and to return for new PICC at 10:30 monday.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 8 cm and 9 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.